Event description:
It was reported that during follow-up visit, the pacing threshold increased and lowering of intrinsic signal were reported, but the lead impedence was stable. Suspected dislodgment. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.